Manufacturer narrative:
(B)(4). G2: country: new zealand h6: the component code: mechanical (g04) stem product was returned and evaluated. A visual examination of the returned product identified a fracture with the femoral head seated. The extraction hole showed an unknown bit that had fractured and remained in the stem. The drilled hole was present in the distal stem from possible extraction effort. Positive burr was present around the drilled hole with circular marks in the hole wall. The distal stem fracture surface showed tool marks and surface artifact anomalies. The side of the distal stem had wear and tool marks. The perimeter of both sides of the fracture had tool marks, gouges, and scratches. No other damage was noted. Analysis of the stem also determined that there were multiple ratchet marks and beach marks artifacts, suggesting that the device possibly fractured due to fatigue mode of failure. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with fractured femoral component at the junction of the neck and stem. A definitive root cause cannot be determined. This issue was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 27 years post implantation of a left total hip, the patient was revised due to a fractured femoral implant. The patient experienced instability and pain, and it was determined that the femoral stem had fractured. The surgeon performed an osteotomy of the femur to remove the broken femoral implant approximately a week after the broken stem was identified. Though requested, no additional information was available.